Event description:
It was reported that the patient had a distal left anterior descending (lad) artery impingement. The patient underwent device implantation on (B)(6) 2026. While hospitalized, the patient developed worsening chest pain, and an electrocardiogram was consistent with ischemia and elevated troponin. The patient had a left heart catheterization done which revealed the lad distal/apical 80% occluded and bend that was seen on previous angiogram from on (B)(6) 2026. This was suspected to be related to a suture from the device implantation pinching the distal/apical lad. There was no aortic root or aortic valve thrombus noted on aortogram. Their chest pain was being medically managed. Patient was started on isosorbide mononitrate 60 mg by mouth daily and colchicine 0.6 mg by mouth daily, which improved their chest pain. Thoracentesis was noted on (B)(6) 2026. The patient¿s chest pain was going to continue to be managed with the medications. They were discharged to inpatient rehab.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number: (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number: (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev d, and the heartmate 3 lvas patient handbook, rev a, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.